Event description:
A pt had lost an excess of 1.6 kg of fluid over what the machine was programmed to remove. The facility states the machine passed recommended testing prior to initiation of the treatment. The tmp limits were set at +/-50mmhg around the initial tmp of 160mmhg. The pt was dialyzing on a reused high flux dialyzer. MFR labeling recommends the tmp alarm limits are set at +/-20mmhg for high flux dialyzers. The facility states that no unusual alarms occurred, but the tmp did fluctuate as high as 200mmhg during the treatment. The pt became hypotensive and responded to 500ml of normal saline, completing the treatment. An add'l 800ml of ns was given after the treatment was discontinued. The machine was serviced by the facility machine tech, who told the MFR that an on site machine inspection was not necessary because the machine was operating properly now.